Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02020. 0001825034-2024-02021. Proposed component code: mechanical: (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: ¿potential catastrophic failure¿. Patient notes no additional symptoms at this time. The event is not confirmed as, to date, no known revision has occurred or additional records provided to support the allegations. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 11-103204 / taperloc por fmrl lat 10x140 / lot #: 265660. Cat #: rd118850 / m2a-38 cup 50mm / lot #: 375450. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient is being considered for a right hip revision approximately twenty-one years post implantation due to a concern for metal related pathology that was demonstrated on an x-ray with unknown symptoms/unknown onset. Attempts have been made and no further information is available.